Manufacturer narrative:
Additional information was received that there were no complications during the procedure that would have contributed to the patient's death. The physician does not believe the patient's death was device related. Autopsy results will not be made available.

Event description:
A report was received that a patient passed away a day after being permanently implanted with the scs device. The physicians does not believe the patient's death is procedure related. The patient awoke the morning of (B)(6) 2013 felt dizzy and suddenly collapsed. According to the patient's relative, the patient passed away from a heart attack.

Manufacturer narrative:
Additional suspect medical device components involved: model #: sc-2218-70, serial/lot#: (B)(4), description: linear st lead, 70cm.

Event description:
A report was received that a patient passed away a day after being permanently implanted with the scs device. The physicians does not believe the patient's death is procedure related. The patient awoke the morning of (B)(6) 2013 felt dizzy and suddenly collapsed. According to the patient's relative, the patient passed away from a heart attack.